Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument shut down twice was not verified during service. The depot service technician was unable to confirm the reason for return. There were no error codes in the error log. A review of the event log found no unusual events to indicate the instrument shut down. The service technician observed that there was a lot of dust inside the instrument due to the fan filter and the guards were broken and missing. This issue was resolved by installing new fan filter covers. During preventive maintenance, the service technician found p 2 leaks. This issue was resolved by replacing the mp module. The batteries were replaced as part of the preventive maintenance. Preventive maintenance was performed per specifications. Conclusion: complaint not confirmed for the reported issue of the instrument shutting down twice was not verified during service. There were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. Trends for issues with this product are reviewed at quarterly quality meetings. Note: the indications for use for this device indicate that the bio-console is intended to pump blood through the extracorporeal bypass circuit for extracorporeal support for periods appropriate to cardiopulmonary bypass procedures (up to 6 hours). Note: this unit was manufactured in 2012; batteries are to be replaced every 4 years per the preventive maintenance schedule. Batteries met their lifecycle requirements. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this bio-console instrument in the ICU during an extra-corporeal membrane oxygenation (ECMO) the instrument shut down twice. The customer stated that the first time the issue occurred, the monitor shut down but main body of the instrument was operating. The second time the issue occurred all equipment shut down for 1 to 2 minutes. The instrument was changed out with a backup and there was no reported adverse patient effect. Additional information confirmed that the hand-crank was not used to maintain flow, due to personnel availability no biomed was available to use bio-pump and hand-crank. Issue occurred 5 hours into ECMO, asked exact length of time between the first and second shut down and was informed that the information is unavailable.